Event description:
The reporter stated a competitor's lens was torn during loading into the cartridge and there was no patient contact. The reporter stated the most likely cause of the iol damage was due to cartridge

Manufacturer narrative:
Evaluation: a cartridge lot number search was performed and similar complaints were found. An injector lot number search was performed and similar complaints were found.